Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity c carbon dioxide for a 46-year-old male. The results were held by the middleware for the anion gap generating a result of <6 mmol/l and when the sample was repeated, the co2 result was lower. The following results were provided: (B)(6). Initial co2 result= 32 mmol/l; repeat result= 28 mmol/l (reference range 22 - 29 mmol/l). Additional results provided: initial sodium result= 137 mmol/l; repeat result= 140 mmol/l (reference range 136 ¿ 145 mmol/l). Initial chloride result= 104 mmol/l; repeat result= 105 mmol/l (reference range 98 ¿ 107 mmol/l). Initial potassium result= 4.4 mmol/l; repeat result= not provided (reference range 3.5 ¿ 5.1 mmol/l). Initial anion gap result= 1 mmol/l; repeat result= 7 mmol/l (reference range 6 ¿ 16 mmol/l). There was no impact to patient management reported.